Event description:
Indication: combined immunodeficiency, unspecified; selective deficiency of immunoglobulin [igg] subclasses. Pt reports pump (serial number and expiration date: not provided) malfunction. Pt states pump kept shutting off during infusion. Had to restart infusion multiple times. No missed dose or adverse event(s) reported due to product issue. Device associated with event available for return. Pt sent return material. Pharmacy to replace device associated with event. No further info. Reported to (B)(6) by pt/caregiver.